Event description:
The manufacturer received information alleging a ventilator had errors related to the device's speaker and buzzer output. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's buzzer, system board and speaker were replaced to address the issues.